Manufacturer narrative:
A complete manufacturing review could not be conducted for the investigation as the lot number is unknown. The device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for the alleged leak as no objective evidence has been provided to confirm any alleged deficiency with the catheter. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Possible contributing factors include patient tampering; however, the lack of a returned sample prevented both confirmation of the reported event and identification of a root cause(s). The device is labeled for single use.

Event description:
This report summarizes one(1) malfunction event. A review of the events indicated that in the last two years, the feeding tube was allegedly leaking from the stoma. Four different feeding tubes were used during this time. It was further reported that the patient experienced redness and swelling at the treatment site. This report was received from one source. This event involved one patient with no reported patient injury.